Event description:
It was reported that during reprocessing, the cable of the subject device broke at the camera head. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable root cause is traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.